Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings, unexpected restart, external ram crc error and auto off alarm from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer treated with manual injections. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was assisted with the self-test. The customer stated that the test passed. The customer was advised to monitor the pump and call back if errors reappear.